Manufacturer narrative:
Unable to add relared report numbers in h10 and therefore adding to h11. This is report three of four being submitted for this case. Please reference manufacturer report numbers: 2015691 2025 06452, 2015691 2025 06453, and 2015691 2025 06458. A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, h10, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The complaint for frame damage was confirmed based on provided imagery. Device-related photos were provided and revealed that one strut appeared bent outward at the valve inflow side, with the crimped valve exposed through the sheath liner puncture. A 3mensio was provided and revealed calcification and tortuosity were present in the right access vessel including near the right femoral head associated with the reported access entry point. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. As reported, "a patient was planned to undergo a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, the valve with delivery system would not cross the sheath at the top of the femoral head. The valve did cross through the non-expandable portion of sheath. It was requested that a new delivery system, valve, and sheath be used. On both attempts, the tines were bent on the valves and torn through the sheath. Two attempts were made without a successful implant... As per follow-up with the fcs... Vascular access was achieved on the right side. The delivery system and valve did not exit through the tip of the sheath; rather, they were presumed to have protruded out the side of the sheath while in the patient on both attempts... Both attempts encountered resistance, which was likely due to a small shelf of calcium, the angle of insertion, and the lateral stick entering a side branch. The delivery system was getting stuck at the blue portion (sheath shaft/fully expandable) during both attempts. It was confirmed that bent tines occurred with both transcatheter heart valves (thvs), and each valve tore through its respective sheath during the procedure." In this case, it was reported that the device "entered through a side branch before reaching the common femoral artery (cfa)" which could result in non-coaxial alignment between the device and vessel lumen, leading to increased resistance during insertion. Additionally, 3mensio imaging also revealed the presence of tortuosity and calcification, both of which can create a challenging pathway during delivery system advancement and contribute to further resistance. To overcome the resistance, additional force was likely applied, potentially causing the valve frame to interact with the sheath shaft during insertion. This interaction may have resulted in frame damage at the inflow side, as reported and observed in imagery evaluation. As such, available information suggests that procedural factors (access technique, high push force) and/or patient factors (tortuosity, calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, a patient was planned to undergo a right transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, the valve with delivery system would not cross the sheath at the top of the femoral head. The valve did cross through the non-expandable portion of sheath. It was requested that a new delivery system, valve, and sheath be used. On both attempts, the tines of the valve were bent on the valves and torn through the sheath. Two attempts were made without a successful implant. Following surgical cutdown, it was discovered that the access had been obtained laterally and entered through a side branch before reaching the common femoral artery (cfa), with bleeding originating from that side branch. It was believed to be caused by the initial access stick that penetrated through the side vessel into the main. During the procedure, the sheath/commander and valve system followed this compromised path, leading to vessel perforation. The major vascular complication was identified as a perforation. Due to the severity of the injury, the decision was made to abort the case and not proceed with valve deployment. The system was removed as a unit without any reported withdrawal difficulty, and the same issue occurred with both esheaths, making it impossible to determine which one contributed to the injury. The root cause was attributed to the initial vessel puncture. Both attempts encountered resistance, which was likely due to a small shelf of calcium, the angle of insertion, and the lateral stick entering a side branch. Additionally, photos taken immediately after the procedure could not be linked to a specific sheath, further limiting the ability to identify the source of the injury. Per follow up, insertion of both esheaths presented no difficulty, and the expansion tool was used successfully. The loader was fully inserted into the esheath housing, and insertion was not performed at a steep angle. Vascular access was achieved on the right side. The delivery system and valve did not exit through the tip of the sheath; rather, they were observed to have protruded out the side of the sheath while in the patient on both attempts. The delivery system was getting stuck during both attempts. The injury was presumed to have occurred when the sheath was removed, and the valve tore through the seam. No additional injuries were reported, and the patient remained stable and was discharged post-procedure.

Manufacturer narrative:
This report is 3 of 4 being submitted for this complaint. The investigation is ongoing.